Manufacturer narrative:
Corrections: this complaint was previously filed under 1320894-2019-00034 as the manufacturer. It has since been determined that transmed is the responsible party, we are the importer. (B)(4). Distributor narrative; the manufacturer, transmed (B)(4) co. Ltd, is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with (B)(4) corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report: the customer reported that during a poems procedure on (B)(6) 2019 the dc0235w duraclip broke and a fragment of the clip was retrieved from the patient. The fragment was retrieved using a grasper. There was a 10-minute delay of surgery. The surgical team was very familiar with using the product. The duraclip had deployed 2 clips successfully prior to this clip breaking. There was no patient injury or impact reported this report is being raised based on device malfunction with potential for injury upon reoccurrence.